Event description:
It was reported that noise occurred on the atrial channel, high impedance and increase in threshold. The noise was reproducible with arm movements. Changed sensing configuration to unipolar and noise was still present. Tse suggested replacement.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.